Manufacturer narrative:
Concomitant medical devices: product ID: 5076-52 lead, implanted: (B)(6) 2005, product event: summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high pacing impedance. Fracture was suspected. It was further reported that the atrial lead exhibited far field r-wave oversensing and was undersensing the p waves. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.